Event description:
It was reported by service report that the brake was not engaging with the foot pedal. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - brake cam.